Manufacturer narrative:
B3: (B)(6) 2025 was the reported year and month of the event, but the exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal. The dso seal was replaced to fix the issue. The uso seal/sensor was also replaced due to the device upstream occluding while preforming the downstream occlusion test.

Event description:
The device was returned due to a damaged lcd. The results of the investigation found that the downstream occlusion (dso) seal was lifting. There was no patient involvement.